Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer reports that the lite glove is torn at the seam. This is noticed prior to use.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Samples were received for evaluation. After performing a visual inspection, the reported issue was confirmed. The handles of the lite gloves were ripped. The root cause is due to an issue with the distribution of material during the forming process. This is due to an equipment issue. As a corrective action, the forming operation and forming station for the mold are being re-validated. A formal corrective and preventative action was implemented for this reported issue. The wall thickness will be measured with a new micrometer design. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.